Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the lot and part number were not available. Based on the limited information available, a definite cause for the reported recurrent mitral regurgitation cannot be determined. The reported patient effect of worsening (recurrent) mitral regurgitation as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the recurring mitral regurgitation requiring intervention. It was reported as a comment by a physician that the patient still had a leaking mitral valve after implantation of the mitraclip. A second procedure was performed where additional clips were implanted. No additional information was provided.